Manufacturer narrative:
Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test or occlusion test due to physical damage. Unit received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test and force sensor test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. Unit also alarmed low battery and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were having several low battery alert. The customer's blood glucose was 23.7 mmol/l at the time of incident. The insulin pump was returned for analysis.